Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.